Manufacturer narrative:
The pump was received with no button response due to unlocked lcd keypad connector. The pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to keypad anomaly. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 240 mg/dl. The customer stated that she tried to give herself a bolus and was not able to. The customer stated that she does not think that the meter is linking to the pump. The customer stated that none of the buttons on the pump are working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.